Event description:
Pt had anterior cervical decompression and fusion of c5-t2 on (B)(6) 2008. Per physician's notes, there was a screw noted to have backed out of the implant and decision was made to remove the screw. On (B)(6) 2008, surgery was performed to remove the screw. The postoperative note states that the nitinol ring had failed to interface with the peek spacer. The peek spacer was well fixed. This case was recently reviewed and determined it met medwatch reporting criteria. The nitinol ring and screw were not saved; therefore, this medwatch is for reporting purposes.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. (B)(6).